Manufacturer narrative:
The equipment officer assigned to the hospital ICU unit stated that no patient injury was attributable to the prisma machine, and that the blood leak detector alarmed on the first occasion in accordance with the machine specification. At present, no additional information has been provided from the clinic, and the technical investigation on the machine is still in progress. We will continue to attempt to obtain information from the clinic and if additional information results from the technical investigation, a follow-up report will be provided. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy; all cases of patient's death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.

Event description:
Gambro dasco received a report on october 26th, 2007, of a patient death occurring on the day before, within a few hours of terminating a treatment on a prisma machine. Shortly during treatment, the machine alarmed "blood leak detected" alarm. The staff changed the blood-line set and resumed treatment. In 15 minutes after restarting the treatment, the staff noticed pink-tinged fluid in the blood-line and in the effluent bag, but no alarm was triggered by the machine. The staff changed the blood-line on the second occasion and again fifteen minutes later, they noticed the presence of pink-tinged fluid in both the effluent bag and the blood line without an alarm triggered by the machine. The patient was then removed from the prisma machine and placed on a different hemodialysis machine (not a gambro unit, s/n unknown). The patient expired while being dialyzed on the hemodialysis machine (not a gambro unit, s/n unknown)